Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
The pressurewire x, wireless was placed in the lad and ffr was performed. The pressurewire was repositioned and the tip was placed in a diagonal branch and ffr was performed. The pressurewire was removed from the patient with no resistance. Upon the final cine the distal portion of the pressurewire was found extending from the guide catheter and the tip was stuck in a small diagonal branch. A 2.5 x 20mm stent was deployed within the guide catheter to secure the fractured portion of the pressurewire at the end of the guide catheter. The guide catheter and the fractured portion of the pressurewire were removed from the patient.

Event description:
The pressurewire x, wireless was placed in the lad and ffr was performed. The pressurewire was repositioned and the tip was placed in a diagonal branch and ffr was performed. The pressurewire was removed from the patient with no resistance. Upon the final cine the distal portion of the pressurewire was found extending from the guide catheter and the tip was stuck in a small diagonal branch. A 2.5 x 20mm stent was placed to secure the fractured portion of the pressurewire.